Event description:
On (B)(6) 2025 the user reported that they were unable to turn on the ilet screen. The agent attempted troubleshooting by having the user place the ilet on the charger, but the user was not at home at the time. Follow-up calls were placed on (B)(6) 2025 with no answer and voicemails left. No adverse health effects, hospitalization, or long-term complications have been reported at this time.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.